Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to the customer's blood glucose level. Technical support advised the caller to charge the pump battery for 30 minutes to resolve the issue, with a follow-up planned if necessary.